Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified as per service and installation record, showing that the device was verified before and after the treatment day. Additional information (such as treatment report) was requested but could not be provided. Therefore, no further assessment is possible, and the investigation is concluded without identifying the root cause. Not enough information was provided to properly complete an investigation which is why the root cause could not be identified conclusively. However, there are no indications of a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that vertical gas breakthrough in the unknown eye of a patient, during lasik surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed.